Event description:
A customer reported to beckman coulter, (bec), that the unicel dxc 800 pro synchron clinical system generated false high sodium (na), chloride (cl), and carbon dioxide (co2) results on three (3) patient samples. The results were reported out of the laboratory. When the issue was noticed, the samples were rerun on another dxc and lx20 analyzers in the customer's laboratory and patient reports were amended. Na and co2 quality control (qc) prior to the event were within the laboratory established ranges, but the low level of qc had a high outlier earlier in the day, > 2 s.d (standard deviation). Qc was not run after the event. The analyzer was recalibrated and na and co2 qc recovered acceptably, but cl qc showed some imprecision; however, was still within the laboratory's established ranges. Neither death nor injury was reported in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse cleaned the eic (electrolyte injection cup) and replaced the quad ring and spacer; cleaned flowcell and replaced carbon bridge. On (B)(6) 2013, the customer reported that they were still getting intermittent high recovery, but no results were considered erroneous at that time. The fse went to the customer's laboratory and discovered that line #13 (ion selective electrode (ise) buffer reagent line) developed air bubbles as the instrument sat idle. The fse replaced the ratio pump and as of (B)(4) 2013, the customer has not reported any further problems with this instrument. The ratio pump was returned to beckman coulter and tested. The internal testing confirmed that the failure mode of this event was the ratio pump.